Event description:
Customer states that the pt obtained results of 201 mg/dl, 478mg/dl, 234mg/dl, 51mg/dl, 202mg/dl, and 241mg/dl within 10 minutes on the same device. No action taken at the time of results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.